Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening in the posterior side assessed as fold flaw opening. Additional observations. Crease fold observed on the device. Wear abrasion observed on the device. Black particle observed inside device. Black particle observed on the fill channel.

Event description:
The device has been explanted and replaced.